Event description:
I got breast implants on (B)(6) 2009 and shortly after that started having autoimmune, thyroid and many more unexplained symptoms. I had blood work done with no explanation for my symptoms or doctor diagnosis. In 2018 I discovered a few groups one with 60,000 women suffering from the same symptoms as me and all have or had breast implants, it was then I realized I needed to have mine removed, which I did on (B)(6) 2018. After total removal of the implants intact and the capsules most of my symptoms have diminished and I have regained my health.